Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming pulse testing. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Follow-up report - device evaluation - 04/06/2017: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor failed incoming pulse testing. Upon investigation, the cause for the failure was isolated to a defective u6 voltage converter on the c/a board. The root cause for the defective u6 component could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming pulse testing. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.